Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have been e free since 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eczema ("dishidrotic eczema on their hands") and allergy to metals ("it can be caused by nickel allergy"). Essure was removed in 2016. At the time of the report, the medical device removal, eczema and allergy to metals outcome was unknown. The reporter considered allergy to metals, eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- eczema, nickel allergy, hysterectomy quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have been e free since 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eczema ("dyshidrotic eczema on their hands") and allergy to metals ("it can be caused by nickel allergy"). Essure was removed in 2016. At the time of the report, the medical device removal, eczema and allergy to metals outcome was unknown. The reporter considered allergy to metals, eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - eczema, nickel allergy, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.